Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint because the flow sensor module had already been replaced on the unit. However, the expiratory flow sensor was found to be leaking. This flow sensor was replaced, and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: on (B)(6) 2016 phone call, (B)(6) 2016 email, (B)(6) 2016 phone call.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate during a case. The patient was manually ventilated to complete the case. There was no report of patient injury.